Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this device's battery longevity decreased from 2.5 years to 1.5 years in three months time. The following month the battery had four months of projected longevity and the most recent interrogation showed less than three months remaining. As such, premature battery depletion was suspected and a request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. A replacement window of 90 days was recommended by technical services (ts). The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this device's battery longevity decreased from 2.5 years to 1.5 years in three months time. The following month the battery had four months of projected longevity and the most recent interrogation showed less than three months remaining. As such, premature battery depletion was suspected and a request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. A replacement window of 90 days was recommended by technical services (ts) and this procedure is going to be performed in the upcoming weeks. The device remains in service. No adverse patient effects were reported. Additional information was received stating that the device was explanted and replaced. No additional adverse patient effects were reported. The product is not expected to return. Also, no product return investigation was performed with conclusion code "cause not established".